Event description:
Experienced leaking from PICC line, no further info available. Based on limited info, this will be conservatively reported as a subcutaneous leak.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complaint.